Event description:
It was reported that the customer's blood glucose was 469 mg/dl. Customer treated for high blood glucose. He had received a bad sensor alert, following two calibration errors. Nothing further reported.

Manufacturer narrative:
The transmitter was received with damaged connector. However, unit passed functional testing.this is 1 of 2 medwatch reports regarding this event. Please see medwatch 2032227-2015-00485.